Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the lower rate had reprogrammed to 110 ppm between patient clinic visits. All diagnostics except mode switch read zero.